Event description:
Surgeon was doing an ostomy using an ethicon contour blue disposable stapler. Surgeon went to squeeze handle and handle broke. No harm was caused to pt. Surgeon used different stapler to complete surgery.